Event description:
Caller reported that a malfunction occurred on pump after it fell off the table and collided with floor, displaying a malfunction code that could not be reset. There was no adverse impact to customer's blood glucose level. Technical support decided to replace the pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.